Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check lines and bags alarm during dwell 2 of 4 on the homechoice machine(hc). During troubleshooting, the home patient(hp) stated they disconnected the second bag and reconnected another supply bag in its place. The technical service representative(tsr) advised the hp not go any further since the setup was compromised. The tsr advised the hp to set up with new supplies and call back to end therapy after completing their proper cycles. The caregiver(cg) was contacted on (B)(4) 2012. The cg stated this was an isolated event. The cg stated the hp did not develop any adverse reactions or need any medical intervention. The cg stated the hp is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a use error - reuse of single-use product issue was confirmed. The root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4) . There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.